Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after the customer had been paddling, an altitude alarm occurred. Customer reloaded cartridge and alarm cleared after a couple of hours. Insulin therapy resumed. Customer's blood glucose was 126 mg/dl.